Event description:
Hold for rw 2.6 the event involved a plum 360¿ infuser pump where it was reported that the device battery had been depleting very quickly. It was reported the pump was infusing nitroglycerin, but shutdown without warning during a cardiac catheterization. It was further stated that it resulted in chest pain to the patient and unknown duration of the drip being off. The pump was evaluated by their biomed team and were able to replicate that the pump depletes without warning to end user. There was patient involvement, however no serious injury reported.

Manufacturer narrative:
The device was returned for evaluation; however, testing has not yet been completed.

Manufacturer narrative:
Device received for investigation on 1/13/2024. The report stated that the device battery had been depleting very quickly. Tests: self-test and visual inspect. Self-test failed for an uncontrolled shutdown. Visual inspection performed and found no evidence of cosmetic damage. The customer compliant was confirmed that the device battery was depleted. The probable cause is a depleted battery. F2: medwatch voluntary report with MDR report #: mw5150879.

Event description:
Additional information received from the customer on 2/14/2024. No adverse outcome reported. Four staff were present in the room during time of shutdown. The registered nurse (rn) discovered pump not operating when attempting to adjust nitroglycerin drip rate due to unresolved chest pain. When rn went to pump the screen was flashing "plum 360" and then powered off. On turning back on, pump indicated to continue without battery. On event log review, one warning 40 minutes prior to time of event warning for low battery. It was unclear if how loud or what type of alarm was triggered as event log shows up different for this alarm. Inadequate prompts (alarms and visual alarms) for low battery and subsequent shutdown.